Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty measurement conn module and etc02 module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the measurement conn module and etc02 module. The measurement conn module and etc02 module were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the measurement panel has cosmetic damage. There was no patient involvement.